Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for an alarm during a bolus.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cracks were observed on the top and bottom housing. Corrosion was observed on multiple components including the bottom battery, mechanism rails, and pcb and evidence of fluid ingress was observed on the commutator cap. The pod initially was not able to connect to the master pdm to be downloaded. All three batteries were measured to be low. The pod was connected to a 4.5v power supply and the pcb was removed but still could not be downloaded. An internal tear in the soft cannula was found during the leak test, leading to the internal corrosion, low battery voltages, and loss of data. It cannot be confirmed if the cracks in the pod housing contributed to the internal corrosion. It cannot be confirmed if the pod generated a hazard alarm without having the download data. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone16.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.